Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that an error occurred as the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking membrane. They changed to a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was no patient consequence.

Manufacturer narrative:
On 24-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that an error occurred as the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking membrane. They changed to a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the shaft was found bent. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).